Event description:
The valve on the end of the pleurx catheter that is used to access the catheter had a one way valve that was missing and there was no barrier for fluid leaking out or air getting into the patient. The catheter had to be removed and replaced with a second one, causing patient distress.

Manufacturer narrative:
A sample was not returned for evaluation; therefore, we are unable to determine the cause for the issue reported. A review of applicable manufacturing procedures did not identify any issues that may have contributed to the reported failure mode. The one-way valve assembly is provided by an external vendor and is not altered by the manufacturing facility prior to placement in a finished catheter assembly. A review of the device history review (DHR) could not be performed since no lot number was provided. All applicable manufacturing and quality personnel will be notified of this failure mode in an effort to heighten awareness regarding this potential defect. Likewise, the vendor of the one-way assembly (b. Braun) will be notified of this failure mode.